Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges that mouth pieces were rec'd broken/cracked upon inspection. No pt injury reported.